Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer had difficulty charging the pump. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.